Event description:
It was reported the lead alert had tripped and the patient went to the medical institution to have the device interrogated. It was determined the ventricular lead impedance was greater than 3,000 ohms. It was noted the pacing threshold was within an acceptable range, so the physician decided to follow the patient for a month. The lead will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.